Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was incorrect. A technical support specialist (tss) dialled into the station and verified the station time was an hour behind. Then the tss updated time to the correct zone and verified station was communication and not in disconnected mode. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system showed wrong time during use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.